Event description:
During the implant procedure, while using the medtronic catheter passer, the patient experienced significant bleeding. Physician applied pressure to stop the bleeding. This resolved the issue.